Event description:
It was reported that the cardiosave intra-aortic balloon (iab) had broken fiber optic connector. Issue discovered as part of the pm. No patient involved. No harm reported.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation. Additional information: contact person name: (B)(6), occupation: biomed, phone number: (B)(6), email ID: (B)(6).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1(event site mail). A getinge field service engineer (fse) replaced the fiber extension connector, successfully completed a full system check out without issue. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. Fiber optic connector left onsite for clinical education.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code, findings), e1 (initial reporter name- full name: (B)(6)).